Manufacturer narrative:
Date sent to the FDA: 5/24/2021.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2014 during which the surgeon noted ¿an obvious hard area on the topside of the mesh, hence he completely removed the mesh.¿ it was reported that the patient underwent it was reported that the patient experienced pain. No additional information was provided.